Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2016, and then experienced second revision surgical procedure on (B)(6) 2023 approximately 7 years and 2 months. No images were provided. There is no other information available.revision operative report of (B)(6) 2023- postoperative diagnosis: failed right hip arthroplasty. Revision of acetabular component. There was evidence of adverse tissue reaction with synovitis and reactive brown villonodular tissue. There was some wear on the polyethylene liner. Small osteolytic defect behind the cup. Sterile bandages were applied.

Manufacturer narrative:
H10. G10. Concomitants: 4209541 170-36-07 - biolox delta femoral head 36mm od, +7mm. This device is used for treatment and not diagnosis. Pending investigation. There is no additional information available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.